Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the MRI system. This event is considered a use error.

Event description:
Philips received a report that a non-compatible mr wheelchair was brought in the examination room. The wheelchair was attracted to the magnet, and the attending nurse got a cut at the eyebrow, requiring stitches.